Manufacturer narrative:
The controller log indicates that the pump stopped because the electrical connection between pump and controller was lost. However, a thorough investigation of both pump and controller failed to detect any problems with either device. The only plausible explanation for the pump stoppage is that the connection between pump and controller was not secure. It was not possible to duplicate the observed fault in the laboratory.

Event description:
During transportation the pump stopped unexpectedly. Immediate actions were successful in restarting the pump.